Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue with the dual foot pedal on the vision side cart, where the monopolar pedal was activating without being pressed. The dual foot pedal was replaced to resolve the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The probable root cause is attributed to defective foot pedal.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, that the erbe generator was getting an error and cautery could not be completed. Caller stated they have a message to please release the button or switch. An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed system logs and confirmed a m-32 & m-12 error in the logs. Tse recommended caller check the vision side cart (vsc) foot pedals that were in the drawer were not being pressed. Caller checked the foot pedals in the vsc drawer and thought one of the pedals may have been being pressed, but when the surgeon tried to fire the energy, the message remained. Tse recommended disconnecting the vsc foot pedal cables from the back of the erbe. Caller disconnected the vsc foot pedal cables from the back of the erbe, and the caller stated when the surgeon tried to fire the cautery it was now working, and they were not getting the error message. Customer was proceeding with the case. The procedure was completed with no reported injury.